Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Device exhibited battery depletion (bd) error. Remote analysis confirmed that the error was a result of prolonged magnet applications. The battery status has recovered and technical services confirmed that the bd code can be cleared when the patient comes back. The device remains in service. No adverse events were reported.